Manufacturer narrative:
Date of birth: 1945. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2014-02272. It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification: iib) and was referred for cardiac catheterization. The de novo bifurcated target lesion was located in the proximal left circumflex artery (prox lcx) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.9mm. The target lesion was treated with direct placement of a 2.75x12mm and a 3.00x12 mm promus element stents, with 5% residual stenosis following post-dilation. Additionally, a non-target lesion in the 1st obtuse marginal branch (om1) was also treated. During the index procedure, plaque shift into the stent was noted after the implantation of the 2.75x12mm promus element stent and redilation with a 2x9mm maverick 2 monorail balloon catheter. The patient was discharged on aspirin and clopidogrel.